Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has mentioned particles in the tubing, along with headaches, dizziness, soreness around nose and mouth. Also the patient wakes up with a dry mouth and throat. The physician told that it was upper respiratory issue. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.